Event description:
It was reported that the patient went into withdrawals and a rotor study was done and there did not appear to be any rotor movement, however this could not be confirmed. The patient was sketchy with tests performed to find route of problem from withdrawals. It was noted that there did not seem to be any drug dispelling from the pump. It was unclear if a dye study was performed as the patient kept referring to a radionuclear study. The location of the catheter issue was the pump connector. There was a catheter issue, it would not dislodge from the pump. The actions required as a result of the event included a catheter revision. A catheter pump segment revision kit was used to replace the pump connector end and this was attached to a new pump since the healthcare provider (hcp) could not dislodge the old connector from the existing pump. The pump portion at connector site to pump was cut and removed and the hcp was unable to disconnect catheter from pump. It seemed to fall apart into two pieces but would not dislodge from pump. The hcp was unable to get a hold of connector and pull off in its entirety. After exploration, the hcp felt connector was faulty and replaced pump and distal end of catheter at pump connector site. Diagnostics included a dye study, rotor/roller study and a third unknown type. The cause of the product issue was not determined. The patient¿s status at the time of report was alive ¿ no injury. The patient experienced underdose symptoms and an out of body experience as they were not really here feeling. The location of the issue or symptom was the device pocket. The pump was used to infuse gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (b)(5), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis of the pump serial number (B)(4) found no anomaly. Analysis of the catheter serial number (B)(4) found the catheter sc connector difficulty with sc connector led to explant. (B)(4).

Manufacturer narrative:
(B)(4) no longer applies.